Event description:
In 2008, stryker biotech received a report of infection "in at least one patient" who received op-1 putty in conjunction with calstrux (to be confirmed). Neither the dates of implant nor the procedures were specified. The events were relayed to the stryker director of global marketing throughout the course of a conversation with a physician. Add'l info has been requested.